Manufacturer narrative:
A visual examination of the returned device found a kink near in the catheter, and some of the gold bands were missing gold. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to the missing gold on distal tip. The most probable root cause is supplier manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed on (B)(6) 2013. According to the complainant, the gold probe device would not cauterize. No visible damage was noted to the device. The same generator and adaptor cable were used with another gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed on (B)(6) 2013. According to the complainant, the gold probe device would not cauterize. No visible damage was noted to the device. The same generator and adaptor cable were used with another gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.